Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the device was received with the tip/nose cone detached. The handle was intact, and the deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The inner member shaft was separated into two pieces. The detachment site was jagged and uneven. One piece was attached to the nose cone and a kink on the inner member near the nose cone was present. The other end of the inner member was attached to the delivery catheter system (dcs). The capsule was intact with no evidence of damage. The spindle hub was intact with no evidence of damage and the device was returned with the end cap/screw gear snap fit connected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, via the left femoral access, with a 9 mm diameter, the vessel was dilated and the 14 fr sheath was tight when introduced. The valve was loaded successfully onto the delivery catheter system (dcs). The dcs was introduced into the left femoral and due to being tight, twisting motion was used to attempt to introduce the dcs. The dcs would not advance past the nose cone and the dcs was retrieved for further vessel dilation. It was reported that the nose cone had detached from the dcs and was in the femoral artery. The dcs was taken off the guide wire and a cut down was performed on the vessel to remove the nose cone. Fluoroscopy was used to locate the nose cone and it was removed. A 18 fr introducer sheath and a new dcs was used to successfully implant the valve. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device evaluation confirmed a separated inner member shaft and nose cone, with damages consistent with excessive pushing and twisting forces applied on the system. There was no information to suggest a device quality deficiency related to this event. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulty advancing the delivery system through patient vessels was typically related to patient anatomical factors (access diameter, tortuousity, calcification, etc.) And/or procedural factors (sheath used, guidewire management, access selection, etc.); in this case, it was learned that the introducer sheath was tight when inserted into the patient's left femoral access site. Twisting motion was applied on the delivery system to advance it, then the nosecone separated during retrieval. Twisting the device during tracking through anatomy was not recommended. Therefore, it was likely that this event was related to procedural and technical factors. The subject system was retrieved from the patient and a larger size 18 french introducer sheath with a new dcs was used to successfully implant the valve. The device IFU instructed the user that catheter model enveo r-us is compatible with an 18 french introducer sheath. The device IFU also warned the user as follows, "there will be some resistance when the catheter is advanced through the vasculature. If there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage." In this case, advancement was stopped and the introducer sheath was replaced with a larger size, leading to successful advancement and implant. If information is provided in the future, a supplemental report will be issued.